Event description:
It was reported that the pump battery was depleting too quickly, which led to the shutdown of the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.